Event description:
Device report 1 of 3: reference MFR report: 1627487-2011-09120. Reference MFR report: 1627487-2011-09121. The patient received the scs system including three percutaneous leads (from different lot numbers) on (B)(6) 2011. It was reported that the patient was unable to increase stimulation using the patient programmer. It was also noted that the amplitude bars automatically decreased and two contacts were invalid. Reprogramming resolved the issue and patient reported good coverage and comfortable stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.